Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain at the ipg site and difficulty charging the ipg. It was noted that the patients ipg migrated due to the sutures broke. The patient underwent an ipg revision procedure. There was no device added or explanted.